Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an right upper limb arteriovenous fistula surgery+venous arterialization+arteriovenous exploration procedure on (B)(6) 2026 and suture was used. The patient was admitted due to "fatigue and poor appetite for 5 months, worsening for 2 months", diagnosed with end-stage renal disease. Due to the condition requiring the establishment of a long-term hemodialysis vascular pathway, surgery was performed on the 9th day after admission. The doctor used suture to suture the patient's blood vessels during the operation, but the suture broke about 5cm away from the needle during the suturing process. The suture is a double needle suture, and the doctor continued to suture the blood vessel with the other end of the suture. No adverse patient consequences were reported. Additional information was requested.